Event description:
The customer reported a clear fluid leak of unspecified volume from a coulter lh 500 hematology analyzer while running controls. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) spoke to the customer via telephone and guided the customer to locate the leak, which was found at pinch valve (pv28). The customer replaced the tubing at the pv28, resolving the issue. (B)(4).